Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had damaged device issues encompassing both plunger rod and needle break off during use. The following information was provided by the initial reporter : the consumer reported damaged plunger and the needle broke off while attempting to draw insulin from the vial. Date of event : unknown. Samples : not available.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had damaged device issues encompassing both plunger rod and needle break off during use. The following information was provided by the initial reporter: the consumer reported damaged plunger and the needle broke off while attempting to draw insulin from the vial. Date of event : unknown. Samples : not available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1207475. All inspections were performed per the applicable operations qc specification. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h10.